Event description:
It was further reported that target lesion 1 was 16mm long, with 0% residual stenosis after placement of the taxus stent. There was a 3mm overlap between the taxus stent and a previous placed stent. Seventy days after the procedure, the pt was admitted for recurrent episodes of chest pain with exertion. The pt was referred for cardiac catheterization. Angiography on admission revealed lmca luminal irregularities, 30-40% distal stenosis, lad 80% ostial stenosis (just at the proximal edge of the stent), widely patent stents that give rise to two diagonal branches which were free of obstructive disease, intravascular ultrasound revealed 50-60% stenosis within the stents, lcx 50% stenosis, 80% mid stenosis (at the bifurcation of the diagonal branch), intravascular ultrasound revealed 80% proximal stenosis and long 50-60% stenosis within the stents, rca 100% mid occlusion, ef was 50%. Per cath report, severe left main and triple vessel coronary artery disease was identified. Coronary artery bypass grafting (CABG) surgery was recommended. The pt was discharged the next day with plans for CABG surgery. Three days later, the pt was re-admtted and underwent CABG surgeryw ith lima to lad (target vessel), svg to lcx, and svg to rca. Post-operatively, the pt experienced episodes of paroxysmal atrial fibrillation but returned to sinus rhythm at the time of discharge. The pt remained stable and was discharged 4 days later on asa.

Event description:
It was reported that 70 days after a coronary artery drug eluting stenting procedure, the patient underwent coronary artery bypass grafting (CABG) for target vessel reintervention. The lesion being treated in the index procedure was a 2.7mm, 70% stenosed proximal left anterior descending (prox lad) artery. The physician treated the lesion without predilation and successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 70 days after the procedure the patient underwent CABG surgery of the distal lad. In the opinion of the physician the relationship of the reintervention to the taxus stent is unknown, and there was no restenosis of the stent.